Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that a cubie does not release when trying to free up storage space. A field service engineer effectively reconnected the row board of the cubie pocket to fix the problem. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when the bd pyxis¿ medstation¿ es ,cubie memory problem has arisen, resulting in the complete drawer not being recognized on the bus. The customer indicated that a failure took place when the user tried to dispense medication for the patient. There were no adverse events or injuries reported based on this event.